Manufacturer narrative:
(B)(4). It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, multiple inappropriate shocks were noted on the same day. It was suspected the right ventricular (rv) lead had dislodged and this was confirmed through radiography. As a result, a revision procedure was scheduled. The rv lead was revised. No adverse patient effects were reported.